Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information received identified the erosion has healed. In addition, the patient is reportedly doing well.

Event description:
The patient received two 3189 model leads from the same lot number. It was reported the patient's left occipital (off-label) lead had eroded through the skin. The lead was explanted and replaced on (B)(6) 2014.